Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) battery swelled up and the screen could not read.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery event. Lot release records were reviewed and the product lot met all acceptance criteria.